Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-12-17. H6: investigation summary: a device history review was conducted for lot number 9347642. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on the provided photograph and description of the event, our engineers have determined the root cause to be related to the use of pressurized injection. The bd intima-ii is an infusion only device and is not rated for high pressure injections.

Event description:
It was reported that intima-ii y 20gax1.16in prn ec slm npvc leaked. The following information was provided by the initial reporter: "during enhanced CT, the prn cap popped out, it caused blood leakage. 2020-11-30 received an update from the sales representative. The event description is updated as follows: only heparin cap sample, can send back to you. Pressure value of 2.8. Blood spillage to the injection room wall, items, not faint at the sight of puppy blood and blood transfusion therapy. Patients in good condition. Operators without blood exposure."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that intima-ii y 20gax1.16in prn ec slm npvc leaked. The following information was provided by the initial reporter: "during enhanced CT, the prn cap popped out, it caused blood leakage. 2020-11-30 received an update from the sales representative. The event description is updated as follows: only heparin cap sample, can send back to you, pressure value of 2.8, blood spillage to the injection room wall, items, not faint at the sight of puppy blood and blood transfusion therapy, patients in good condition, operators without blood exposure".